Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted upon completion of investigation. (B)(4).

Event description:
During drainage of the pleural space the drainage line disconnected from the valve. The tubing separated at the point where it joins the valve, possible failure of the glue. Replaced failed line with new line and added tape for additional security. Customer is returning 20 unused samples. They removed this batch from use. No patient harm. Additional information received from the customer via international liaison on 24oct2016: the lockable drainage line locks onto pleurx catheter valve, unlike the drainage bottles which do not. When force was applied, the line failed at the point distal to valve / tip connection. The valve / tip connection remained intact, although there was some leakage. The customer was confident that they were able to replace the drainage line with minimal risk to the patient.

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation. Twenty (20) samples: the actual sample and nineteen (19) companion samples, from lot #0000902965 were provided for evaluation. Failure mode could be confirmed since the actual sample was disconnected from the tube. A review of the internal manufacturing device record and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for its release were met. Lot #0000902965 was manufactured on 03/03/2016. Undetermined- most probable root cause could not be determined since no issues were found during the applicable manufacturing, packaging and inspection processes that can relate personnel, material or method with the reported failure. This failure mode will be entered into the complaint tracking system and tracked & trended for future occurrences of any similar failure modes.